Event description:
The customer reported leaking near the connection of the PICC line and the valve. It appeared as if the leak was along a seam on the valve. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. No product will be returned per the customer. The customer complaint of leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.